Event description:
It was reported that decrease in r-wave and increase in capture thresholds was observed on the rv lead. Lead was capped and replaced on (B)(6) 2017. No further information is available.